Manufacturer narrative:
Upon investigation of the actual device used in the incident it was determined that cause of the error was due to timeout between the stations application and its local database. The cause of that timeout was due to a bug in the microsoft structured query language server version installed on those stations. Upgraded structured query language to 1.7 to resolve the issue. A supplemental would be filed if there is any additional information added. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message, delaying the start of the procedure. Customer added that the delay was about 10 minutes, and the procedure was not started until the device was fixed. The name of the affected procedure was unknown. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message, delaying the start of the procedure. Customer added that the delay was about 10 minutes, and the procedure was not started until the device was fixed. The name of the affected procedure was unknown. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jul-2022 to 11-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple devices randomly frozen during mid-transaction and screen displayed "fatal error" screen. A technical support specialist upgraded sql versions for all anesthesia devices to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.